Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to the encoder out of phase. We were unable to perform the displacement test due to the constant motor error alarm. The pump was received with a cracked case at the display window corner and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind.